Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and low blood glucose, high ketones on (B)(6) 2019 with blood glucose of 480 mg/dl and 54 mg/dl. The customer was treated by zopran 4 mg and insulin. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.